Manufacturer narrative:
H6; code 400: no top shroud preload. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with no preload of the jaw against the top shroud. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fed and formed the clips within design specification. The experience the surgeon reported could not be repeated. Comments: a modified top shroud from revised tooling and a lower shroud from a new tool were implemented to maintain jaw preload against the top shroud in order to reduce the occurrence of this incident. Co strives to understand each incident as it occurs in order to continuously improve products.